Event description:
It was reported to gore that a patient underwent a lower anterior colorsection for tubular adenoma with gore seamguard bioabsorbable staple line reinforcement. During the procedure, the physician examined the anastomosis through a scope and no bleeding was present. The evening subsequent to the procedure, the patient experienced bleeding at the anastomosis with blood loss from the rectum. Anticoagulant therapy was discontinued and 2 units of blood were administered. The bleeding resolved and the patient was discharged five days postoperative. The patient is reported to be doing ok upon follow up.

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications.